Manufacturer narrative:
Follow-up # 1 (05/26/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient's relative contacted lifescan (lfs) alleging that the patient's onetouch ping meter was displaying the "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient's relative reported the alleged issue began on (B)(6) 2011 at 3:30am. The relative informed the cca that the patient manages his diabetes with an insulin pump. At the time the alleged issue began, the relative indicated no action taken regarding the patient diabetes management routine. On the onset of the alleged issue, the relative stated the patient vomited and wet his bed. In spite of the patient's symptoms, the relative stated no medical treatment was received. At the time of troubleshooting, the cca noted the patient was not a first time user of the meter, the patient's testing steps were correct, the test strips were in good condition, and the test strip(s) drew in the blood sample; however the alleged issue was not resolved through a blood retest. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to an adverse event. The patient's symptoms started at the same time the alleged issue occurred. It is unlikely the product issue contributed to the reported symptoms. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.